Event description:
The customer reported that the cannulas have been bending and precluding insulin pump delivery. Her blood glucose was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.